Event description:
It was reported that the patient experienced an episode of severe nausea and was later inappropriately shocked by the right ventricular (rv) lead due to t-wave oversensing (twos). The patient presented to the hospital and the lead was found be dislodged. The lead had pulled back with no slack. It was noted the lead had unstable thresholds and low impedance. The lead was revised. The lead remains in use. No further patient complications have been reported as a result of this event.